Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. It has been reported that the surgery has been cancelled